Event description:
Customer reportedly received results of 287 mg/dl and 56 mg/dl within 3 minutes on the aviva combo system. The customer was experiencing hypoglycemic symptoms and knew the elevated reading was incorrect. He reported hypoglycemia was caused by a previous erroneous result of 212 mg/dl at 11:10 p.m. On (B)(6) 2014. He delivered a 2.9 unit bolus based on that result. He was capable of self-treatment by eating an apple, and no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.